Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device found the bladder pigtail was broken and the pigtail proximal section was not returned. Several kinks near to the bladder band. However, during functional analysis, a 0.038 mandrel was inserted and it passed properly without resistance. The investigation concluded that the failure found is most likely could have been generated by the force applied when the device was pushed over the guidewire. It is possible that the way in which the device was manipulated during the procedure may have contributed to the failure found. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a contour stent was used in the ureter during a percutaneous nephrolithotomy (pcnl) on (B)(6) 2016. According to the complainant, during the procedure, the contour stent was inserted over an amplatz wire. However, upon pulling the wire from the stent, the coating of the wire unraveled inside the stent. Consequently, the stent was unable to create a bladder coil. The procedure was completed with another contour stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results of stent kinked and stent coil detached.